Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the , the device experienced needle hub hole/ cracked/ damaged. The following information was provided by the initial reporter. The customer stated: this is a report about a missing needle of syringe. According to the customer's report, there was no needle on the product.